Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer reported issue was duplicated. The device had a cracked downstream occlusion (dso) seal and dented air in line detector. After investigation the results indicated a reportable malfunction due to the cracked dso seal and dented air in line detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and air in line detector.

Event description:
The customer returned the product for the device failing remediation, and during physical inspection it was found that the air in line detector was dented, and downstream occlusion (dso) seal was cracked. After investigation the results indicated a reportable malfunction due to the cracked dso seal and dented air in line detector. This occurred during testing, and there was no patient involvement.